Event description:
It was reported that patient fell on their implantable neurostimulator and stimulation ceased for a few seconds and then self-restored without changes to stimulation. The pt also experienced bruising and tenderness at the stimulator site following the fall. Additional info received reported that the pt's lead had shifted. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Event description:
Additional information received confirmed that the patient had a fall approximately a year and half after the implantable neurostimulator (ins) was implanted and broke the lead component. When the physician went in to fix the lead issue, he also moved the ins from the patient's buttocks area to the front of the waist area. If additional information is received, a follow up report will be sent. See also manufacturer's report #3004209178-2013-03817 for subsequent erosion issue.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4).